Event description:
It was reported that in a percutaneous transluminal angioplasty of the iliac two balloon burst occurred. The lesion was fairly calcified without any vessel tortuosity. The stenosis percentage is unk. The first balloon was used for pre dilation of lesion when it burst at 2 atmospheres. A second balloon was introduced in addition for pre dilation of same lesion when it also burst at 2 atmospheres. The balloons were recovered in their entirely. A third balloon was used successfully and lesion was stented (unk products). There was no pt injury. Please note that this report represents two products with the same catalog and lot numbers. The products will not be returned for evaluation and testing.